Manufacturer narrative:
Pending evaluation.

Event description:
As reported, whilst impacting the definitive liner in for a shoulder replacement, the liner impactor head cracked into pieces. All pieces were removed from the patient. The patient was last known to be in stable condition following the event. Patient was not harmed. Device to be returned.

Manufacturer narrative:
(H3) based on previous similar complaint investigation, the fractured humeral liner impactor tip reported in experience(B)(4) was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure.